Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: reporter's phone number extension 116 the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the impactor device broke. It was reported that the device fell apart at the center ring. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device, and the reported condition that the item gun broke, fell apart at the center ring was confirmed. It was determined that the device failed visual inspection. During the assessment of the device, it was observed that the surgical impactor device had rear housings separated from the mid-plate, housings broken, separated, and the trigger screw was loose. The screw had back out, which allows the trigger body to move, resulting in the rear housing separation and broken housings, consistent with normal wear due to general tool degradation since the impactor met its life expectancy due to its high cycle count. Also, the anvil is difficult to extent\retract, consistent with lack of lubricant ¿ improper maintenance. The cause for cracked/damaged housing is due to user error. The cause for the loose component is due to normal wear and the cause for the difficult forward and reverse impact found defect is due to improper maintenance.